Event description:
It was reported "display found to be illegible during routine check". Incident occurred during routine check by customer. No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. It was found by the technician that one or more components were replaced. The video controller was replaced and performed a functional test to factory specifications. Could not duplicate the claimed issue. Unit back into use. When the requested replaced parts arrived and be evaluated a supplemental document will be provided. (B)(4).